Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported that the patient's right knee was revised due to poly wear. A liner exchange was performed. Rep reported that no further information is available.